Event description:
It was reported the patient was having their system checked following a fall that occurred 1 week prior. Impedances were tested and all current (ua) values were less than 15ua. Impedances were mostly 690 ohms, but a few had ¿???¿. It was reported the implant wad dead, and the reporter was not sure if stimulation had changed following the fall. Battery status was reported to be at 40-90%, which was noted as still ok. It was unknown if patient had lost stimulation with the fall, as the patient had not checked. The manufacturer¿s representative was going to try to turn on and program the patient¿s device. Additional information received reported the patient was able to feel stim. Reprogramming was attempted, and a change in stimulation after falling the previous week was reported. No further troubleshooting was performed. The patient was scheduled for a battery replacement and lead revision. Additional information received reported the patient¿s revision was scheduled for (B)(6) 2014. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1998, product type: lead. (B)(4).

Event description:
It was further clarified that the stimulator and lead were replaced on (B)(6) 2014. The patient had their sensor function activated on (B)(6) 2014. The company representative did not recall the exact reason for replacing the leads. As of (B)(6) 2014, the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was further stated that the revision and battery replacement was moved to (B)(6) 2014. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient¿s replacement was covered by another manufacturer¿s representative, no further information was available.